Event description:
The dealer spoke with tech services and stated the foot section on the bed will lower without command. No injury or property damage was reported. The dealer did not provide patient details or usage details.